Event description:
In 2009, the patient was implanted with two gore tag thoracic endoprostheses to treat a descending aortic aneurysm. After removal of the 24 fr gore introducer sheath with silicone pinch valve, the patient's blood pressure rapidly dropped due to rupture of the left external iliac artery access vessel. An occlusion balloon was used and a conduit graft was placed. A talent stent graft was implanted and the ruptured external iliac artery was replaced by the conduit graft. The patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.